Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their device failed the operational check for the therapy cable not being attached. Multiple cables were tried but did not resolve the symptom. No patient involvement.